Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade ii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, crease fold particles and weight to the spec. No openings observed in the device. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade ii. Device has been explanted.